Event description:
It was reported that while in the cath lab, the md inserted the sheath and the clinician prepped the iab per instruction. The md inserted the iab into the sheath and prior to exiting the sheath, the iab became stuck. As a result, another iab was prepared and inserted without incident. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.